Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) lead that led to inappropriate atrial tachy response (atr) episodes. Technical services (ts) reviewed the recorded events and agreed there was oversensing present. Programming changes were recommended for the device. This pacemaker remains in service. No adverse patient effects were reported.